Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with redness, pimples or bumps and an infection underneath the sensor pod area. According to the patient, he was evaluated by a physician and diagnosed with cellulitis. The patient was prescribed an unspecified oral antibiotic (unknown dosage) and reports that he is feeling better. There was no documentation of further medical intervention. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.